Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Drug therapy: yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6). New log line 1. Event details: start date: (B)(6) 2022. Alert date: (B)(6) 2022. Country of event: us. Model: lxmc13. Device lot number: 24934. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): (B)(6). Additional event details: site awareness date: 05 jan 2022. End date: (B)(6) 2022. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank. Discharge date: blank. Resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: no. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: yes. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number: 24934, and no non-conformances were identified. Additional information received: outcome : not recovered/not resolved / recovered/resolved.